Manufacturer narrative:
Concomitant medical products: product ID: 3889-33, lot#: va18m7a, product type: lead. Other relevant device(s) are: product ID: 3889-33, serial/lot #: (B)(4), ubd: 12-jul-2020, UDI#: (B)(4). Event date is approximate. Codes refers to lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor therapy. It was reported that the patient said that most of his implant was removed about two weeks ago, sometime in june, thinks it was on june 23rd. The patient said during removal the surgeon was not able to remove the complete lead said that the lead snapped and came apart as the rest of the lead was in scar the tissue. Patient was redirected to discuss with his managing healthcare professional. The patient is calling back as he said that about two weeks ago, he did have the most of the system removed however said that the lead snapped during removal and came apart, surgeon said they could not get it out as it was in scar tissue. Reviewed guidelines however patient said that due to his situation he does not think the healthcare professional or MRI technician will contact the manufacturer to speak with medical affairs. Patient services reiterated previous guidelines, stressed importance for MRI tech to contact medical affairs about lead fragment. Patient said that he will discuss with his healthcare professional and MRI tech. No further patient complications are anticipated or expected as a result of this event.